Event description:
Additional information received on maude report (B)(4): volun (B)(6) 2013: patient underwent surgery on (B)(6) 2013 to repair spinal rod that had slipped out of left sacral screw. This surgery was performed by dr. (B)(6). During this surgery, the spinal rod that had slipped out of the left sacral screw was removed and an extender spinal rod and iliac screw were placed on the left side and the rid sacral screw was removed and an extender spinal rod and iliac screw were placed on the right side. This event: on (B) (6) 2013. (3 weeks post surgery) spinal x-rays were taken at (B)(6) in b)(6) to evaluate the spinal hardware placed during the (B)(6) 2013 surgery. Upon evaluation of those x-rays, it was determined that the right spinal extender rod that had been placed has slipped out of the right iliac screw on (B)(6) 2013. A thoracic lumbar CT scan was performed at (B)(6) which confirmed that the spinal rod had slipped out of the right iliac screw. The patient was taken back to surgery on (B)(6) 2013 at which time the right spinal rod was removed, an extender rod was again placed, and then threaded thru the existing right iliac screw and an additional iliac screw as placed. This resulted in a 4 day hospitalization. There were again no signs of infection or history of trauma or patient non-compliance to account for the observed failure of the union between the rod and screw. To our knowledge, the defective rod and set screw were returned to nuvasive for testing but the results of that testing have not been shared with us. The complaint appears to have been reported for a nuvasive rod that had slipped out of a right iliac screw. The event involved nuvasive and medtronic products as well as a depuy synthes spine viper/monarch si screw(s), believed to be catalog number 186715000.

Manufacturer narrative:
(B)(4).

Event description:
Maude event report (B)(4) received from FDA: (B)(6)-2013: patient underwent multi-level lumbar fusion on (B)(6) 2013 with implantation of the following hardware: viper-ii t1 spinal rod (5.5 x 480mm (b)(4», viper t1 screws (ext-tab 7.0x 45 (B)(4), and viper/monarch set s1 screws (B)(4). All hardware was made by j and j 1depuy. Surgery was performed by dr on (B)(6) 2013, it was discovered by x-ray and confirmed by CT scan that the spinal rod had become dislodged from the left sacral screw resulting in non-stabilization at l5-51 bilaterally. Surgery was undertaken on (B)(6) 2013 at medical center. Surgery revealed the rod had backed out of the left sacral screw, but the left screwand set screwwere still in place and that the right sacral screw had loosened. There was no infection or history of trauma or patient non-compliance to account for the observed failure of the union between the rod and screw. In order to remedy the resultant pathology, an anterior and posterior surgical approach were required to stabilize the l5-s1 spine. During this surgery an additional cage was placed anteriorly and additional spinal extender rods iliac screws were placed bilaterally from a posterior approach. This also resulted in an additional 7 day hospitalization. Subsequently it was discovered that the hardware placed during the (B)(6) 2013, surgery also failed resulting in an additional surgery on (B)(6) 2013. This hardware failure will be reported in more detail in another adverse event report. To our knowledge the defective spinal hardware was disposed of at the time of surgery and was not returned for any testing. This medwatch report is being filed for the 2nd event involving hardware failure which is to be reported in more detail in another adverse event report. See mfg medwatch report numbers 1526439-2013-28101, 28102, 28103 for the devices involved in the earlier event reported above.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. (B)(4).

Manufacturer narrative:
Device was not returned to the complaints handling unit for evaluation as it was discarded. As such a device history record (DHR) review could not be conducted as the lot number of the device is unknown and was discarded. A 12-month of the complaint trend analysis for the mis single inner setscrew product code noting no observed trends or issues of this nature. A review with the depuy synthes spine medical safety specialist was conducted and it was noted that based on the limited information provided in this complaint, lack of patient history and no imaging to support this complaint, it is difficult to ascertain the exact cause of the hardware failure. Therefore without the product device and no observed trends in a prior complaint search, we are unable to confirm the reported issue or identify the root cause. In the absence of the product device, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample or lot information becomes available, the complaint file will be reopened and the products evaluated.